Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was in clinical use. Per the information collected, shows that intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. The cause of the could not be confirmed. The base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Upon further inspection, rse monitored the issue, and no further issues were found and there have been no further reports of this issue from the customer. So, no further action is necessary at the time. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.